Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Therefore, it was not explanted. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. Plunger and pushrod observed in advanced position and in good condition. Residues of viscoelastic material were observed on cartridge. The cartridge tip was observed damaged and cracked. The lens was observed stuck at the cartridge tip section. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported as cartridge cracked was not verified. However, cartridge tip cracked/damaged was identified on sample returned. Based on the analysis of the returned device, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the manufacturing record review(mrr). The search revealed one complaint from this production order number; however, the reported issue is unrelated to this reported complaint and no product deficiency was identified in that case. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting dcb00 model intraocular lens(iol) doctor noticed the cartridge looked split. Cartridge tip had contact with the patient's right eye. The procedure was completed successfully using backup lens of same model and diopter. There was no patient injury and patient was doing well. No further information available.